Manufacturer narrative:
(B)(4). Investigation was performed by local distributor and facility staff. Facility used a non liko manufactured sling on a liko lift. Administrator alleged user error as wrong style and brand sling was used. No alleged malfunction of the lift.

Event description:
Facility alleged that they mistakenly used a non liko manufactured sling when transferring a resident on a liko mobile lift. The pt slid out of the sling and hit her head on the floor. Pt recovered. Administrator alleged user error in using non liko brand sling may have caused the incident.